Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 582 mg/dl. The patient did not feel any symptoms related to the high blood glucose, and he was given 7-units of a manual insulin injection for treatment. During troubleshooting the customer discovered a bent infusion set cannula. The insulin pump was not returned for analysis.